Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and that it has performed to specification up to (B)(6) 2012. The device began to fall self-tests on (B)(6) 2012 and continued to (B)(6) 2013. Investigation did not confirm that the device was switching itself on automatically. However there was a fault measured on the device pogo-pins resulting in voltage fluctuations. This fluctuation in voltage caused the unit to fail self-tests. The returned pad-pak from lot 707 was found not to have been fully depleted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in battery becoming depleted.